Event description:
It was reported that during a sigmoidectomy procedure, the devices had difficulty of cutting and coagulation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The devices were received in good condition. No visisble damage was noted. The first device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The cutting test media performed as expected, no anomalies noted. With the second device, the hand-activation contacts were in good condition. The device was tested on a generator, and it was found that the hand control switch assembly max buttons were functional. The footswitch pedal was used to activate the instrument. It was functionally evaluated with a test media and no anomalies were noted while cutting. No tissue effect issues were noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.